Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vitcmo12.6 implantable collamer lens of diopter -8.0/+2.0/090 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault. That same day a shorter length lens was implanted however it is unclear if this was performed intraoperatively. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic torn and broken. Dimensional width verification found the lens to be within specifications. Unable to perform length dimensional inspection due to damaged haptic footplates. Claim# (B)(4).